Manufacturer narrative:
The device code relates to problem code for the reported event of snare loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop had difficulty cutting through the target polyp. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.